Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2020. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) amia automated pd cycler sets leaked from an unknown location on the tubing. This occurred during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.